Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The neck diameter was 21-23-24 (irregular) over 2 cm length with a 30-40 degree angulation. It was reported that the final angiogram showed a type ia endoleak. Per the physician, the cause of the endoleak was due to landing the stent graft 5-8 mm below the left renal artery. The physician decided to use a 28/28/49 endurant cuff to seal the type I endoleak and this successfully resolved the endoleak. There was no type I endoleak at final angiogram. No additional clinical sequelae were reported and the patient is fine.